Event description:
During a coronary stenting proceudre, the stent did not cross the target lesion. The stent flared on the way to the guidewire. There was no patient injury.

Manufacturer narrative:
The product is available for analysis. Additional information will be submitted within 30 days upon receipt.